Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: see scanned table. The caller also repeated the test with inratio meter: 6.7, 7.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. As per the internal procedure tr# 0150 rev.2 the inratio are not within the confident limits. Also caller repeated before drawing blood in the lab. The test results are as follows: 6.7, 7.5. Average: 7.1, stdev: 0.57, %cv: 7.97. As per the internal procedure tr# 0150 rev.2 if the %cv is lesser than 20% the criterion is met. The product will be investigated.